Event description:
It was reported that the tip of the needle broke off in the patient during the procedure. The needle tip was successfully removed using forceps and no incision was made. The procedure was completed successfully, there was no clinically significant delay, and there were no additional adverse consequences to the patient.

Manufacturer narrative:
Device not returned.

Event description:
It was reported that the tip of the needle broke off in the patient during the procedure. The needle tip was successfully removed using forceps and no incision was made. The procedure was completed successfully, there was no clinically significant delay, and there were no additional adverse consequences to the patient.